Event description:
An alarm issue was reported with the abbott diabetes care (adc) device. The low glucose alarm did not sound and the customer was unaware of changes in glucose levels. As a result, the customer experienced symptoms described as sweating, dizziness, and a loss of consciousness. Upon regaining consciousness, the customer self-treated with dextro energy solution and a glucose solution. There was no report of death or permanent impairment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation and the customer agreed to return the device. A follow-up report will be submitted upon completion of investigation activities or if additional information is obtained.